Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. One unused angio-seal vip device was returned for product evaluation. The device was received in a sealed header bag with all accessory components. The sealed header bag was opened, and the device was subjected to visual analysis. All accessory components were removed. There were no gross visual anomalies noted with any of the accessory components. The device was subjected to functional testing. The device was deployed in the angio-seal vessel model following the angio-seal vip IFU. The locator and sheath were mated and placed into the vessel model over the guidewire. Then the locator and guidewire were removed, and the carrier tube assembly was inserted. The deployment sleeve was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath as can be seen in the attached pictures. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The device was pulled back and tamper tube could be seen. The tamper tube was gripped, and the device was continued to be withdrawn. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. No functional anomalies were noted with the device and the deployment was successful for the device. Based on the evaluation of the returned unused device, no functional issues were noted. However, the complaint could be confirmed for bleeding post deployment as alleged in the complaint description. The case was discussed with the qa clinical specialist and the likely cause of the alleged event could be a result of incomplete seal between the anchor and collagen. Deploying the anchor of the angio-seal in the subcutaneous tissue could also lead to the alleged bleeding. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was introduced as usual without any complications and the application was done as usual without any issues. The puncture site could not be closed completely and slight rebleeding occurred. Manual compression was done for 15 minutes. There was no hematoma and no significant loss of blood. The patient has been treated as intended. The procedure being performed as a peripheral intervention. A 6fr procedural sheath as used. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployed angiogram was performed. There were no issues with insertion, deployment or withdrawal of the device. The estimated blood loss was less than 250cc. The patient was in stable condition. There was no harm to the patient. It is unknown if there were any other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.